Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that device alarmed for no external power while connected to mobile power unit (mpu). Patient confirmed that connections on mpu and wall were both secure. Patient denied loss of power was due to mpu not being plugged in. Patient does not have a v-locking mechanism. Manufacturer's technical service representative reviewed the log file and did not observe the reported no external power.the log only captured low power advisory alarm/power cable disconnect during depletion of the batteries & the power change. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mpu was not confirmed as the alarm was not captured in the log files. One log file was submitted for review and an additional log file was downloaded from the returned system controller. The downloaded and submitted log files approximately 2 days of data combined ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp).no atypical alarms were captured in the log file. The log file did not capture any no external power alarms. The controller was connected to the mpu several times throughout the log file with no issues observed. The driveline was disconnected at 10:48:30 on (B)(6) 2019 to exchange the system controller. The pump maintained a speed above or equal to the low speed limit throughout the log file while the driveline was connected. The account reported that the patient denied a loss of power or an issue with the mpu not being plugged in. It was reported that the patient checked the connections on the mpu and to the wall and both were secure. The mpu was not returned for evaluation as it was reported that the mpu was not exchanged. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to properly use the mpu. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.